Manufacturer narrative:
Additional information obtained from the noah sales representative present in the case, confirmed that the pneumothorax was not suspected intra-procedurally on fluoroscopy or tilt imaging. Confirmation was made via x-ray. It was clarified that the lesion was pleural-adjacent, near the diaphragm and lateral to the heart. Tool usage was confirmed as five needle passes, four forceps passes, and one brush pass. The patient experienced no complications during admission and was discharged in good condition two days later. System manufacturing records were reviewed and found no issues associated with this case. The bronchoscope was discarded and not available for return; however, manufacturing records confirmed it passed final qa/qc prior to release. Video review identified no galaxy system malfunctions or device-related use errors. The procedure was technically complex due to the lesion's pleural-adjacent, inferior location near the diaphragm and heart, resulting in significant physiologic motion despite breath-hold maneuvers. A parenchymal breach and multiple biopsy passes were visualized within the af boundary. The physician attributed the pneumothorax to lesion location and likely the brush pass, and video findings are consistent with biopsy-related tissue injury in a high-risk anatomical location rather than device performance issues. This MDR has been submitted because the patient experienced a pneumothorax requiring chest tube placement and hospitalization following a galaxy-assisted biopsy procedure. No malfunctions of the galaxy system or bronchoscope related to the patient injury were reported or observed during the investigation.

Event description:
It was reported that a 65 year old, female, underwent a galaxy-assisted bronchoscopy procedure for evaluation of a left lower lobe (lll) lesion. Following completion of the procedure, a pneumothorax was identified on post-procedure chest x-ray. Despite breath-hold maneuvers on nearly every pass, significant lesion movement was observed due to proximity to the diaphragm and cardiac motion. The physician attributed the pneumothorax to lesion location and likely the brush pass performed toward the end of the procedure. A chest tube was placed post-procedure, and the patient was admitted in stable condition. No galaxy system malfunctions were reported. The bronchoscope used during the procedure was discarded following the case. Attempts to gather additional patient demographics were unsuccessful.